Event description:
The dealer reported that the casters snapped where the spoke and hub are located while the mother and caregiver attempted to turn the chair in the van to push the client down the ramp. The mother and caregiver did not realize the casters were broken and after pushing the client down the ramp and attempting to enter the home, the client fell out of the chair and broke her ankle.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow-up report will be filed.